Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("abnormal bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included uterine bleeding, dysmenorrhea, dysfunctional uterine bleeding and hypovitaminosis d. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. In 2008, the patient experienced incontinence ("bladder or urinary problems or changes:incontinence") and miliaria ("rashes or skin conditions type: heat rash"). In 2013, the patient experienced arthralgia ("autoimmune disorder type of disorder: polyarthralgia/joint pain /hip pain"). In 2014, the patient experienced dizziness ("neurological conditions orproblems type: light headedness"), dysmenorrhoea ("dysmenorrhea (cramping)"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), raynaud's phenomenon ("raynaud's syndrome") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and back pain ("back pain"). The patient was treated with surgery (B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, incontinence, miliaria and dyspareunia outcome was unknown, the arthralgia and back pain was resolving and the dizziness, vision blurred, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, incontinence, menorrhagia, miliaria, pelvic pain, raynaud's phenomenon, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion reported 2009, now currently pfs (B)(6) 19) date of insertion reported as: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in 2008: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received. Reporter's information was added. Patient's demographics were added. Date of insertion was updated. Added event abnormal bleeding (vaginal, menorrhagia), polyarthralgia/joint pain /hip pain, raynaud's syndrome, heat rash, light headedness, incontinence, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, bloating, blurred vision, back pain. Updated outcome of events. Updated onset date of events. Concomitant condition, concomitant drug, lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, dysmenorrhea, dysfunctional uterine bleeding, hypovitaminosis d and hypovitaminosis d. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2013, the patient experienced arthralgia ("autoimmune disorder type of disorder: polyarthralgia/joint pain /hip pain"). In (B)(6) 2014, the patient experienced dizziness ("neurological conditions or problems type: light headedness"), dysmenorrhoea ("dysmenorrhea (cramping)/frequent painful period"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), raynaud's phenomenon ("raynaud's syndrome") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), general physical health deterioration ("I have some slight nagging health issues"), menstruation irregular ("my periods become irregular"), hypotension ("my blood pressure was too low to stay awake/ had a slight blood pressure issue after surgery"), muscle strain ("neck strain"), autoimmune disorder ("auto immune like symptom") and polymenorrhoea ("periods every two weeks"). The patient was treated with vitamin d nos (vitamin d) and surgery ((B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, dizziness, vision blurred, fatigue and abdominal distension had resolved, the genital haemorrhage, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, urinary incontinence, miliaria, dyspareunia, general physical health deterioration, menstruation irregular, hypotension, muscle strain, autoimmune disorder and polymenorrhoea outcome was unknown and the arthralgia and back pain was resolving. The reporter considered abdominal distension, arthralgia, autoimmune disorder, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, general physical health deterioration, genital haemorrhage, hypotension, menorrhagia, menstruation irregular, miliaria, muscle strain, pelvic pain, polymenorrhoea, raynaud's phenomenon, urinary incontinence, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion reported 2009, now currently pfs ((B)(6) 2019)date of insertion reported as : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media- headache, hypotension, menstruation irregular. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. New events: neck strain , autoimmune disorder nos , periods every two weeks were added .event outcome were updated to recovered :pain / pain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, dysmenorrhea, dysfunctional uterine bleeding, hypovitaminosis d and hypovitaminosis d. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2013, the patient experienced arthralgia ("autoimmune disorder type of disorder: polyarthralgia/joint pain /hip pain"). In (B)(6) 2014, the patient experienced dizziness ("neurological conditions orproblems type: light headedness"), dysmenorrhoea ("dysmenorrhea (cramping)/frequent painful period"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), raynaud's phenomenon ("raynaud's syndrome") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), headache ("I have some slight nagging health issues"), menstruation irregular ("my periods become irregular") and hypotension ("my blood pressure was too low to stay awake/ had a slight blood pressure issue afetr surgery"). The patient was treated with vitamin d nos (vitamin d) and surgery ((B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, urinary incontinence, miliaria, dyspareunia, headache, menstruation irregular and hypotension outcome was unknown, the arthralgia and back pain was resolving and the dizziness, vision blurred, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, headache, hypotension, menorrhagia, menstruation irregular, miliaria, pelvic pain, raynaud's phenomenon, urinary incontinence, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion reported 2009, now currently pfs (25-mar-19)date of insertion reported as : (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media- headache, hypotension, menstruation irregular. Most recent follow-up information incorporated above includes: on 10-oct-2019: pfs+social media received-new events I have some slight nagging health issues, my blood pressure was too low to stay awake, my periods become irregular were added. New reporters, historical and treatment drug, medical history were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain / pain') and genital haemorrhage ('abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo provera. Concurrent conditions included uterine bleeding, dysmenorrhea, dysfunctional uterine bleeding, hypovitaminosis d and hypovitaminosis d. Concomitant products included ibuprofen. In (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced miliaria ("rashes or skin conditions type: heat rash"). In (B)(6) 2008, the patient experienced urinary incontinence ("bladder or urinary problems or changes:incontinence"). In (B)(6) 2013, the patient experienced arthralgia ("autoimmune disorder type of disorder: polyarthralgia/joint pain /hip pain"). In (B)(6) 2014, the patient experienced dizziness ("neurological conditions or problems type: light headedness"), dysmenorrhoea ("dysmenorrhea (cramping)/frequent painful period"), vision blurred ("vision/eye problems type: blurred vision"), fatigue ("fatigue") and abdominal distension ("gastrointestinal or digestive system condition type: bloating"). In (B)(6) 2015, the patient experienced menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), raynaud's phenomenon ("raynaud's syndrome") and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("back pain"), general physical health deterioration ("I have some slight nagging health issues"), menstruation irregular ("my periods become irregular") and hypotension ("my blood pressure was too low to stay awake/ had a slight blood pressure issue after surgery"). The patient was treated with vitamin d nos (vitamin d) and surgery ((B)(6) 2016 - hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, menorrhagia, vaginal haemorrhage, raynaud's phenomenon, urinary incontinence, miliaria, dyspareunia, general physical health deterioration, menstruation irregular and hypotension outcome was unknown, the arthralgia and back pain was resolving and the dizziness, vision blurred, fatigue and abdominal distension had resolved. The reporter considered abdominal distension, arthralgia, back pain, dizziness, dysmenorrhoea, dyspareunia, fatigue, general physical health deterioration, genital haemorrhage, hypotension, menorrhagia, menstruation irregular, miliaria, pelvic pain, raynaud's phenomenon, urinary incontinence, vaginal haemorrhage and vision blurred to be related to essure. The reporter commented: discrepancy noted as per pfs, previously date of insertion reported 2009, now currently pfs (B)(6) 2019 date of insertion reported as: (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were reported via social media- headache, hypotension, menstruation irregular. Amendment: the report was amended for the following reason: coding request: rep = I have some slight nagging health issues; oth = nagging, was recoded to general physical health deterioration. No new follow-up information was received from the reporter. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant). The patient was treated with surgery (to remove the essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain and genital haemorrhage outcome was unknown. The reporter considered genital haemorrhage and pelvic pain to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report